Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. The adhesive on the bending section was missing. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure for the missing adhesive. Regarding the foreign objects on the distal end, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope's seal was missing in some places. The malfunction occurred during inspection for use and there were no reports of patient involvement.